Manufacturer narrative:
This supplemental report is being filed to 1) correct block d6 to be consistent with tmj implants, inc. Baseline report and 2) provide additional info received from the explanting physician. 1) the tmj fossa-eminence prosthesis system and the tmj condylar prosthesis system referred to in section d-6 consists of a fossa eminence prosthesis, fer-31-3056 and a universal condylar prosthesis, r/lcp-50-2074. 2) the explanting physician had indicated that he cannot determine whether or not the pain suffered by this pt is related to the prosthesis. There is no evidence substantiating device relationship.